Manufacturer narrative:
With the available information, boston scientific concludes this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded noise with no conclusive evidence of a product performance issue or inadequate lead-to-electrode connection. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the incident description field for more information regarding the specific circumstances of this event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of sense b artifact noise was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. With all of the available information, including device data and information from the field regarding patient testing performed, the investigation determined this device exhibited oversensing due to noise that was consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, a definitive cause of this sensing behavior has not been determined and the event was resolved by reprogramming to the secondary sense vector.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in multiple stored untreated episodes. Device data was sent to rhythmcare for review. Rhythmcare discussed possible causes of the reported noise and provided further troubleshooting and programming options to be considered at the next follow up appointment. Additional information includes indication that the noise is suspected to be attributed to the sense b node. This device was reprogrammed to the secondary vector and remains in service. No adverse patient effects were reported.